Event description:
Caller reports that a nurse received the following results on an inform meter with comfort curve strips, compared to lab results, within 10 minutes: 213 mg/dl, 109 mg/dl (inform), 30 mg/dl (lab) 2) 134 mg/dl (inform), 68 mg/dl (lab) no actions taken based on device results. Patient was treated based on the 30 mg/dl reading from the lab with an ampoule of d50. No adverse event reported. Requested return of suspect device; however, test strips will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that a nurse received the following results on an inform meter with comfort curve strips, compared to lab results, within 10 minutes at a time when the customer was reported to have "depressed sensorium, barely able to communicate, snoring loudly with intermittent asynchronous jerking of limbs": 231 mg/dl (inform) at 1634,109 mg/dl (inform) at 1644, 30 mg/dl (lab) drawn 1644. He was transferred to ICU "for further care after he was deemed to be hypotensive", was treated with dobutamine and d50 IV. He was reported to have "recovered" following treatment. Caller also reported the following results with the same inform system, within 10 minutes: 134 mg/dl (inform), 68 mg/dl (lab) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Supplemental information provided from customer, via fax on 05-05-2010, following initial processing of the case.